Event description:
The radio frequency head was returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that the radio frequency head was found to have corrosion as a result of liquid ingress. It was noted that the device label was delaminated and the device case was damaged. It was noted that the device would be scrapped. Concomitant medical products: 2067 l radio frequency head. If information is provided in the future, a supplemental report will be issued.